Event description:
It was reported that an atrial septal defect (asd) occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was used to implant a watchman laa closure device. The procedure was successfully competed without incident. At the end of the case, while the patient was about to be extubated, their blood pressure began to drop and a transesophageal echocardiogram (tee) was immediately performed. A 5mm asd was discovered with a right to left shunt. At this time, it was decided to put an asd closure device in to stabilize the patients pressure; this was successful. No other complications occurred. Patient is doing well and has been discharged.